Event description:
It was reported that the patient was undergoing a supraventricular tachycardia electrophysiology study with a viking electrode catheter (rv) and a cs catheter. During the transseptal access, the patient noted chest pain. The ice catheter was rotated around and a pericardial fusion was detected. The physician attempted a pericardial tap unsuccessfully. The surgeon was called in and the patient's chest was opened. Upon opening the chest cavity, a small hole in the rv apex was noted. The rv catheter was retracted and the perforation was sewn shut. The patient's chest was closed and the patient left the ep lab in stable condition. The physician noted that they did not believe that the rv catheter was defective, and that it had migrated during the transeptal due to tachycardia.

Event description:
It was reported that the patient was undergoing a supraventricular tachycardia electrophysiology study with a viking electrode catheter (rv) and a cs catheter. During the transseptal access the patient noted chest pain. The ice catheter was rotated around and a pericardial fusion was detected. The physician attempted a pericardial tap unsuccessfully. The surgeon was called in and the patient's chest was opened. Upon opening the chest cavity a small hole in the rv apex was noted. The rv catheter was retracted and the perforation was sewn shut. The patient's chest was closed and the patient left the ep lab in stable condition. The physician noted that they did not believe that the rv catheter was defective, and that it had migrated during the transeptal due to tachycardia.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection of the device revealed no visual defects. An electrical test was performed, and the device is under specification. The electrical test was performed by the cirris electrical tester. A continuity test was performed, and the device is within specification. Based on the product analysis, the inspection (visual, electrical, and continuity) passed and no issues were found that could have been related to the reported issue during manufacturing documentation review. The reported event was not confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.